Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusions can be drawn. Method - no testing methods performed.

Event description:
The customer reported that the rotator broke during injection at 700 psi. The customer reported that this occurred four times in the same procedure. The customer discarded all four of the suspect devices. No harm or injury was reported. This is one of four reports for this complaint. See also: 1721504-2011-00318, 00319, 00321.